Manufacturer narrative:
Device not returned to manufacturer by user, so items from the same batch number tested. No fault found in tested unused samples. Possible causes are: the user did not open the vent on the water spike, resulting in a vacuum in the water bottle preventing water from flowing down the tubing and into the chamber. The user did not open the clamp on the water supply tubing.

Event description:
A humidification chamber would not fill with water. The device was changed out and the replacement worked fine. There was no adverse effect on the patient and the replacement chamber worked well.